Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: the keypad cover was intact with no evidence of physical damage. The up arrow and contrast keypad buttons responded intermittently. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.